Manufacturer narrative:
Additional information: b3, b5, b6, b7, and d10. B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The patient was treated with vancomycin injection (1gm, intraperitoneal, every 72 hours, discontinued) and meropenem injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (ongoing). At the time of this report, the patient was not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. It was reported that the patient was treated with vancomycin (1 gm, 72 hourly) and meropenem (1gm, daily). The cause of the event, hospitalization, patient outcome, and action taken with pd therapy were not reported. No additional information is available.